Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was placed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the connector on the j-tube broke, resulted in drug leakage. The procedure was completed with another manufacturer's j-tube. The patient's condition at the conclusion of the procedure was reported to be "stationary."